Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. Six (6) months post procedure the patient had a transesophageal echocardiogram (tee) procedure that showed there was a flow through the fabric on the face of the closure device. No intervention or treatment was performed at this time. The patient did not experience any complications or consequences as a result of this event.